Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient remained critically ill with liver failure, renal failure, respiratory failure and infection. The patient had received a total of over 100 units of blood throughout the entire hospitalization. It was further noted a plan was in place to attempt to remove the right vad in the operating room. The next day, the family decided to withdraw care and the patient expired. The cause of death was multi-system organ failure and infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump and outflow graft were not returned for evaluation. Log file analysis was not conducted since log files were not available. As a result, the reported low event could not be confirmed. Damage to the outflow graft could not be confirmed due to insufficient evidence. Review of the sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the reported low flows may be attributed to multiple factors including but not limited to poor vad filling, inappropriate pump rotational speed, kink in outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient and procedural factors that may have contributed to this event. Additional products: outflow graft, (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Supplemental MDR report is being submitted to include the associated FDA z-number issued for the reported issue captured in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ outflow graft / / model #: 1125 / expiration date: 2022-10-31 UDI #: (B)(4) mfg date: 2017-10-01 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had a complex aortic valve repair prior to left ventricular assist device (vad) insertion, which resulted in complications of the aorta leaving little space on the aorta for the clamp for the outflow graft anastomosis. The aorta was recross-clamped. It was reported the patient¿s first attempt to go off of cardiopulmonary bypass (cpb) was unsuccessful with low flows secondary to acute right ventricular failure. After the second failed attempt to separate from cpb, a right vad was placed. Patient was taken off cpb but the patient¿s chest remained open due to bleeding and a washout was performed later that evening. The bleeding was thought to be from a vessel on the chest wall and a spot near the apical sewing ring and both were repaired during the bedside chest washout. The patient continued to bleed and returned to the operating room two days later for a chest exploration and washout. It was determined the source of bleeding was from the connection between the outflow graft and pump. Two heavy silk sutures were placed around the c-clamp of the strain relief which stopped the bleeding. The patient¿s chest remained opened and the patient became hemodynamically stable after receiving an overall total of 80 units of blood. It was noted the patient experienced acute renal dysfunction, pericardial fluid collection and cardiac tamponade during the hospital stay. It was reported during the initial implant, there was nothing abnormal about the pump assembly by the highly experienced vad coordinator nor was excessive strain placed on the outflow graft or strain relief. The surgeon was reported to believe the leak was related to the pump assembly and the difficult connection between the outflow graft to the pump. The pump and outflow graft remain in use. No further patient complications have been reported as a result of this event.